Event description:
Reference imp#: (B)(4).

Manufacturer narrative:
(B)(4). (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as (B)(4). The device is currently shipping from (B)(4)to bbm laboratory in (B)(6) for investigation. A follow up report will be provided after the investigation results are available.